Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was repositioned due to loss of capture. To date, the lead remains implanted and in service with no other reported complications. No other adverse patient effects were reported outside of the surgical intervention.